Event description:
In 2005 the patient was brought to the cath lab for recurrent angina. The physician placed a taxus express2 3.0x28mm drug eluting stent in the non-tortuous, non calcified, 70% stenosed mid lad. No complications occurred during the procedure and the patient was discharged without sequelae. The patient returned to the hospital about 2 months later, with complaints of chest pain. The patient had experienced the chest pain for an unknown period of time. An angiogram was done with ivus and it was determined that the patient had a very large aneurysm at the site of hte stent and proximal to the stent. As seen on ivus, the stent measured about 3mm and the aneurysm measured about 10mm. It appeared that the stent was "floating", as it was not apposed to the artery. The stent had not dislodged from its original position, but the physician was concerned it could embolize or the aneurysm would rupture. A surgeon was consulted for possible bypass surgery. It was determined that they didn't want to do the bypass because there was blood flow down the artery. Patient is experiencing ongoing chest pain.